Event description:
It was reported the pt did not feel stimulation in the target area. The lead was replaced due to high impedance about one year after the initial implant. Intraoperative measurements were greater than 10,000 ohms. No further pt complication was reported.

Manufacturer narrative:
(B)(4).